Event description:
It was reported that the patient received a remote transmission alert indicating that the device was in backup vvi mode. It was determined that it was a false message since it was no longer observed on the second transmission. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.